Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, it was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. The customer's blood glucose level was 302 mg/dl. The customer had not addressed their bg at the time of the call. Reportedly, the customer would continue use of the pump for therapy.